Event description:
Vent plugged into ac outlet. A/c outlet light on during the day but vent actually on battery power. Audible alarm did sound at specific intervals, however, the a/c light remained illuminated rather than the d/c light. Vent battery power expired and vent stopped operating. Ventilator was operating on battery power, although plugged into ac current. The indicator light revealed ac power, rather than dc power. Rt in room when ventilator ceased operating. Ambu bag used to maintain ventilations until new ventilator brought to room. There was no change in patient condition or interruption to ventilation during this event. Action: manufacturer of vent notified of problem of vent and wrong info in manual directions, staff educated to switch vent out anytime it changes from ac to dc power.